Event description:
It was reported that the patient presented to the clinic remotely on 25 may 2022 with non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD). Review of the transmission revealed that they were caused by myopotential oversensing. There was inhibition of cardiac pacing during oversensing. The programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.